Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected fields: d5, d9, e1, e2, e3 and g2 (user facility does not apply to this event). Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was may 6, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the residual liquid at the distal end and the unspecified foreign material adhered to the glue around light guide lens could not be determined. No information was provided by customer regarding including the reprocessing steps, and there was no physical damage at the place where the foreign material remained. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope had a ¿problem with lift tab trim.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was found on the adhesive around the light guide lens. Additionally, the distal end had residual liquid which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that there was unidentified foreign material found on the adhesive around the light guide lens. Additionally, the distal end had residual liquid. These findings were due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the forceps control lever was damaged. It was also observed that the scope connector cover unit had corrosion due to water leakage. It was observed that the bending angle in the left and right direction did not meet the standard value due to wear of the angle wire. Additionally, it was also observed that the play in all directions were out of standard value due to wear of the angle wire. It was observed that the bending tube was deformed. It was also observed that the distal end was shaved. It was observed that the adhesive around the light guide lens had discoloration. It was also observed that the universal cord was deformed. Lastly, it was observed that switch one had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.